Event description:
Event description guidant received information that the patient with this pacemaker has third degree heart block. While threshold testing was performed with this patient sitting upright, he had asysytole and seizure activity.